Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a minor new to the ilet experienced hyperglycemia and intermittent lows during early use, with a peak blood glucose over 400 mg/dl that resolved within about an hour as the system delivered corrections; caregivers suspected residual long-acting insulin from prior therapy contributed while the system adapted. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing was performed without following a ketone action plan. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included complaint intake, user interview, and troubleshooting with education regarding system adaptation and infusion set considerations pending a change from insets to contact detach. Investigation of this case revealed no device alarms and no device malfunction, with cause unclear for the hyperglycemia given concurrent transition factors and normal system correction behavior. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.